Event description:
As reported by end user hospital, a during a procedure to place a 6f PICC in the pt's right arm/basilic vein, the guidewire unwound. This happened prior to the catheter being inserted. A new wire was utilized and the original PICC was then successfully placed. The pt condition was not affected. The used guidewire has been returned to navilyst medical.

Manufacturer narrative:
The used sample has been returned to navilyst medical, however, the device evaluation has not yet been completed. Upon completion of the investigation, a supplemental medwatch will be submitted. (B)(4).